Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the high impedances/short at 0 and 1 on the right electrode was unknown. No actions were taken to fix the problem, but rather the short was programmed around.

Event description:
Information was received from a healthcare provider (hcp) who reported impedance testing was performed today with the right ins showing out of range impedances: c/1 6409 ohms, c/2 449 ohms, c/3 452 ohms, 1/2 8278 ohms, 1/3 8278 ohms, 0/2 479 ohms, 0/3 507 ohms, 2/3 65 ohms. The patient was programmed on c,1,2 and could only get to 2.0 ma. It was reviewed to remove electrode 1 which allowed them to get to 2.5 ma. However, they couldn¿t increase stimulation high enough for the patient. It was reviewed to try and get therapeutic benefit they could attempt to not use contact 1 or 2/3 together. Historical impedances from june of 2024 showed a short on 2/3 at 81 ohms. In march contacts 0/1 were at 72 ohms and 2/3 was at 525 ohms. There had been limited change in therapy over the last 6 months when the patient was seen for adjustments. The hcp mentioned the patient fell on their knees in june.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.